Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the part and lot numbers were not reported and the product was not returned for analysis. The investigation determined the reported failure to advance, difficulty to advance/position and difficulty to remove the guide wire appear to be related to operational circumstances of the procedure. In this case, it is likely that the calcified anatomical conditions were the cause of the reported failure to advance the guide wire which resulted in the reported difficulty to advance and retract the guide wire through the distal end of the balloon catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was treat an anterior tibial artery (ata). A 1.5x120mm armada percutaneous transluminal angioplasty catheter was advanced over the 14 command guide wire to cross a lesion; however, the guide wire retracted due to the calcification back into the balloon catheter. The guide wire would not advance through the distal portion of the balloon catheter and became stuck with the balloon catheter. The guide wire and catheter were removed together. Another unspecified balloon and command guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.